Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the event of charged coupled device (ccd) image artifacts was caused by a component failure. However, foreign material in the air water cylinder, tube, and c-cover also found, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During device analysis, the service team identified foreign material in the air water cylinder, tube, and c-cover. Additionally, charged coupled device (ccd) image artifacts were observed at incoming inspection, which worsened during the repair process. There was no patient involvement.